Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) machine experienced unspecified alarms that ¿did not make sense¿. The reporter stated that an instructor was using a dummy tummy (used to simulate a patient for demonstration and training purposes) with the device but did not specify whether all the alarms occurred during use with the dummy tummy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed, the reported issue could not be identified. An external and internal inspection was performed. Functional testing was performed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.